Event description:
Customer reported that his insulin pump was broken. He stated that the reservoir was not staying in his insulin pump. Customer's blood glucose was 251 mg/dl. Customer stated that the reservoir chamber was broken. The customer was not aware of how the damage had occured. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and fitted properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.